Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed due to a faulty high voltage power supply (hvps) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a detective hvps board. Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that a hf unit "esg-400" had an error code e433 displayed. The therapeutic procedure (laparoscopic hernia repair) was completed with a similar device. There was no procedural delay or no patient harm associated with the event.